Manufacturer narrative:
(B)(4). Method:actual device evaluated. Result: wear problem .conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on (B)(6) 2018 with no report of concerns. Inspection of the suction arm was performed on (B)(6) 2018 where the quality control inspector found the following: suction arm loose passed dry leak test umbilical cable dent customer complaint not stated passed wet leak test segment has mild crush insertion tube mild crush at stage 1 inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to pentax inventory. Parts replaced: insertion/s-nipple attaching screw o-ring(1.25x3.5) suction connection tube o-ring(1.2x3.5)